Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified unspecified vessel. A 12mm x 3.50mm promus premier¿ stent was introduced to the body; however, it was noted that the delivery system balloon was ruptured from the tip. The device was completely removed from the patient's body. The procedure was completed using a non bsc stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported the 12mm x 3.50mm promus premier¿ stent was advanced to the target lesion. The stent delivery system (sds) balloon was attempted to be inflated; however, on the first inflation, the pressure did not increase at 6 atmospheres.